Event description:
It was reported that a patient underwent a gynecological procedure and pelvic floor repair mesh and a bard uretex were implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat cystocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent gynecological procedures on (B)(6) 2009 and (B)(6) 2012 and mesh was implanted, respectively. It was reported that following mesh insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, pelvic organ prolapse, pressure in abdomen, bowel dysfunction and other physical/emotional injuries. The patient underwent mesh revision/removal on (B)(6) 2011, and on (B)(6) 2012, she underwent enterocele repair, posterior prolapse repair and bilateral sacrospinous vault suspension. (B)(4). This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-32772 and 2210968-2013-32771. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent surgical procedures with use of intexen graft on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.